Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that while advancing the 3.0x28 mm esprit btk rx scaffold delivery system into the patient, it stopped advancing on the wire outside of the body. When they tried to pull the delivery system off the wire, resistance was felt, and the nose cone (tip of the delivery system) separated, but remained on the wire. They were able to remove the nose cone from the wire and were able to advance another esprit btk device and place it in the right anterior tibial artery. There were no adverse patient effects. No additional information was provided.